Manufacturer narrative:
Additional information d.10 samples received: (B)(6) 2020. Device evaluation: h.6 investigation summary: one loose 10ml syringe was received and evaluated. It was observed there was loose, small white foreign matter fibers behind the stopper outside the fluid path. The fibers appeared to be from the top web with at least one particle larger than level 3 in size which was rejectable per product specification. A potential root cause for the foreign matter defect is associated with the packaging process. Unfortunately, the batch # is required to make corrective actions determination. A device history record could not be completed as no lot number was received. No corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml ll s/c 200 contained foreign matter. The following information was provided by the initial reporter: "it was reported that syringe has "things floating" inside the barrel and plunger. Description: we are having issues with our bd leur lock syringes. Several in the last two weeks (maybe more) have been found to have 'things' floating. They have been discovered in the pharmacy, a few were discarded without reporting, but they finally notified me last week. Last week it appeared to be a small piece of¿maybe plastic, this was a 20ml. I have three that I am currently looking at, one has a plunger that has particles of something that has migrated into the barrel of the syringe this is a 10ml, one has a film on the black part of the plunger, this is a 60ml, and one more 60ml that appears to be another small piece of plastic. I know darcie had been working with someone about the first 20ml, but now we have an additional three to send in. Is there a way you could come out and spend time in the pharmacy to talk with them about this? Additionally, do I need to send them all back under the same rga? I have no idea what the lot numbers are since only two have packaging. Per customer response on 1710034-2020-00254-1 (B)(6) 1710034-2020-00267-1 2020 the material numbers are below, one 10ml syringe and two 60ml syringes (excluding the report filed by darcie earlier this week with the 20ml syringes). 302995 ¿ qty. 1. 309653 ¿ qty. 2. The date of incident was in the last two weeks. The lot numbers are unknown. Please send a return label to sheila/darcie so these can be returned for inspection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll s/c 200 contained foreign matter. The following information was provided by the initial reporter: "it was reported that syringe has "things floating" inside the barrel and plunger. Description: we are having issues with our bd leur lock syringes. Several in the last two weeks (maybe more) have been found to have 'things' floating. They have been discovered in the pharmacy, a few were discarded without reporting, but they finally notified me last week. Last week it appeared to be a small piece of¿maybe plastic, this was a 20ml. I have three that I am currently looking at, one has a plunger that has particles of something that has migrated into the barrel of the syringe this is a 10ml, one has a film on the black part of the plunger, this is a 60ml, and one more 60ml that appears to be another small piece of plastic. I know (B)(6) had been working with someone about the first 20ml, but now we have an additional three to send in. Is there a way you could come out and spend time in the pharmacy to talk with them about this? Additionally, do I need to send them all back under the same rga? I have no idea what the lot numbers are since only two have packaging. Per customer response on (B)(6) 2020: the material numbers are below, one 10ml syringe and two 60ml syringes (excluding the report filed by (B)(6) earlier this week with the 20ml syringes). 302995 ¿ qty. 1. 309653 ¿ qty. 2. The date of incident was in the last two weeks. The lot numbers are unknown. Please send a return label to (B)(6) so these can be returned for inspection."